Event description:
It was reported that a patient attended pump training while hyperglycemic, self-reported taking 40 units of short-acting insulin beforehand, and then connected to the pump despite instruction to wait, after which they experienced hypoglycemia and were transported to the emergency room where oral glucose was administered with resolution. Symptoms included hypoglycemia. Outcomes included emergency evaluation and treatment with oral glucose. Investigation included outreach to the patient and training staff to clarify the sequence of events and device use. Investigation of this case revealed that the temporal association with recent large-dose short-acting insulin and immediate post-training pump connection could not establish a device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.